Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they perform a bolus, their blood glucose levels were not coming down. The customer's blood glucose level was 400 mg/dl. The customer had nausea. The customer had treated the high blood glucose with manual injections. Troubleshooting was performed. The insulin pump passed the high-pressure test. The device will not be returned for analysis.